Event description:
It was reported that the patient was having driveline issues and was admitted for a modular cable and system controller exchange due to the driveline issue. Photos of the issue were provided. The patient was admitted to the intensive care unit due to their aortic valve not opening. It was noted that the team was at bedside with defibrillator pads, in case patient lost consciousness and the pump restart did not provide adequate profusion. The modular cable and system controller were exchanged, with the patient losing consciousness. Once the pump restarted, the patient was conscious. Advanced cardiovascular life support/code blue was not utilized. Patient was well and was getting discharged from the hospital.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the modular cable was confirmed. Evaluation of the submitted photograph and of the returned modular cable (lot number: 8786742) revealed tears in the polyurethane jacket located approximately 16.25¿ to 17.25¿ and 17.5¿ from the inline connector. The polyurethane jacket also had a dried, cracked surface and brown discoloration. No other physical anomalies were observed. The integrity of the internal wires of the returned modular cable was tested and the modular cable passed without issue. The modular cable was tested with the system controller and a test pump and operated the test pump at the set speed without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The outer layers of the modular cable were removed for visual inspection of the internal wires at the location of the observed tears and no damage was observed. The log file downloaded from the returned controller contained data spanning 3 days (25dec2023 ¿ 27dec2023 per the timestamp). The driveline was disconnected on 27dec2023 at 11:04:52 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.